Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event did not and is not likely to lead to death or serious injury. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The event did not and is not likely to lead to death or serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was an apical plug in the sterilization package that should not have been included. Attempts have been made and additional information on the reported event is unavailable at this time.